Event description:
It was reported that the distal tip of the pta balloon catheter detached in a left upper arm fistula after being inflated within a stent. The detached tip remained on the guide wire and was successfully retrieved without incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.